Event description:
The customer reported that immediately after switching on the thermogard xp ivtm system (sn (B)(6)), it remains in loud alarm mode. Furthermore, the main plug connection on the device is not completely fixed and was a bit loose. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer's reported complaint that the thermogard xp ivtm system (sn (B)(6)) remains in loud alarm mode after powering on was confirmed during the review of the event logs but not during functional testing. The event log review indicated mid:14 (bg power supply) error message, however, the reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. The secondary complaint that the main plug connection on the device is not completely fixed and was a bit loose was confirmed during functional testing. A bad power cord and loose sitting power module were observed. Although mid: 14 could not be reproduced during functional testing, these observed issues can cause the error message to be displayed. To remedy the reported complaint of the loose main plug connection and to prevent future occurrence of mid: 14, the new power cord was installed, and the sitting of the power module was improved. Upon review of the event log, mid:14 (bg power supply) error messages were observed, related to the customer's reported complaint. The thermogard xp ivtm system passed functional testing with no issues. The customer's reported complaint of a loud alarm was not reproduced. However, the bad power cord and loose sitting power module were observed, confirming the reported complaint of a loose main plug connection. To remedy the reported complaint of the loose main plug connection and to prevent future occurrence of the mid: 14 observed in the archive, the new power cord was installed, and the sitting of the power module was improved. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint there were no similar complaints for thermogard xp ivtm system with sn (B)(6).